Event description:
It was reported that during a lap prostatectomy procedure the blade broke. Could be removed, no patient consequences, no further information is available.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm the device was tested with a generator and it activated. The tip of the blade was not broken. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only year known, assumed (B)(6) 2012 that complaint was reported.